Manufacturer narrative:
Failure analysis revealed that insulin pump alarmed button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump alarmed button error and buttons are unresponsive. The buttons were not pressed longer then three minutes. The device was not exposed to moisture. Customer's blood glucose was not provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.